Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer stating that stating that the consumer experienced eye pain initially and later developed corneal ulcer without her attention. Later she stopped contact lens wear and consulted doctor and was diagnosed with corneal ulcer in left eye. She was suggested to stop using lenses and told to use glasses. Consumer was prescribed with moxifloxacin eye drops one drop every hour in the first week and following week one drops every two hour and now one drop every four hour. The current status of the consumer¿s eye was symptoms improving at the time of this report. Additional information has been requested but not yet received. In the follow -up information received, it was stated that the symptoms had resolved and consumer had stopped taking the medications for now, but still there was a little scar on the eye and request sent for medical records which is still pending to be received from ecp.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.:the complaint product was returned and was found to meet manufacturing specifications. An update to the manufacturing review has been requested. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 to update any significant changes. The manufacturer internal reference number is: (B)(4).

Event description:
In the follow -up information received, medical records were received from ecp, during the initial visit consumer stated that the consumer experienced discomfort and light sensitivity which were resolved and was prescribed with ophthalmic ointment bacitracin 500unt/polymyxin b sulfate 10,000 unit in the left eye every night at bed time, and moxifloxacin 0.5% ophthalmic solution four times in a day. In the diagnosis it was shown that in the left eye there was a small epithelial defect remaining where ulcer was slowly resolving and the consumer was asked to continue the prescribed medications and was asked to come to the next follow up within three to four days. In the first follow up, consumer stopped using the moxifloxacin as it was causing burning sensation and corneal ulcer was resolving slowly resolving and consumer was asked to come for next follow up within one week. In the second follow up corneal ulcer was resolved completely. There was a stromal scar inferior to visual axis. In the diagnosis it was seen that the corneal ulcer was resolved and there was no epithelial defect. The prescribed medications were discontinued and physician has stressed importance of good contact lens hygiene as contact lens abuse can lead to painful permanent vision loss.